Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured april 13, 2023 to april 14, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor overinfused medication to the patient. The expected therapy time was 48 hours; however, the device completed the medication delivery in 2 hours. This issue occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.